Manufacturer narrative:
The customer did not provide the patient's date of birth or weight. (B)(6). There is no indication the access accutni+3 reagent used during this event was returned to beckman coulter (bec) for evaluation. The customer did not have any issues with additional assays and did not question instrument performance. There is no evidence of instrument malfunction. Calibration passed on november 28, 2014 and system check passed on november 27, 2014. All three levels of quality control (qc) results were within specifications. The cause of the non-repeatable accutni+3 result could not be determined with the supplied information.

Event description:
The customer reported a non-repeatable, false positive troponin I (access accutni+3) result for one patient sample generated by the access 2 immunoassay system section (serial number (B)(4)) of a unicel dxc 600i synchron access clinical system. The initial result for the patient sample was 0.211 ng/ml, above the normal reference range. The sample was repeated twice on the same instrument, which generated results of 0.004 ng/ml and 0.007 ng/ml, within the normal reference range. The instrument had passed system check on (B)(6) 2014 and accutni+3 calibration on (B)(6) 2014. All three levels of quality control (qc) results were within specifications. The patient sample was centrifuged at 3000g for 10 minutes. There is no evidence of a preanalytical sample handling issue. There were no reports of patient injury or impact to treatment in connection with this event.